Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose levels while using the ilet, including a low and intermittent highs historically associated by the user with bent cannulas on 23 in, 6 mm infusion sets, and requested assistance with therapy adjustments and device use; the user also reported difficulty using a new ilet belt clip. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included transient blood glucose excursions outside 70¿180 mg/dl for approximately 1 to 1.5 hours without use of backup therapy and without medical intervention. Investigation included troubleshooting and education, with scheduling of additional training and a plan to coordinate shipment of a replacement clip. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia, with user technique issues identified for the belt clip and a history of infusion set cannula bending reported on prior cases. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.